Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer noticed a crack on the monopolar curved scissor's tip cover accessory. No fragment fell into the patient. The procedure was completing as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that no arcing was observed. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. The reporter was unable to disclose the patient demographic information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure 0.225" in length. There were no signs of thermal damage present at the end of any tears as evidenced of charring/melting. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis. An image associated with this reported event was submitted for review. A review of the provided image is consistent with the alleged complaint. The image showed that the mcs tip cover accessory was torn on both the clear and gray silicon areas.